Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 20-jun-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when the vizigo¿ catheter was inserted into the patient, the doctor noticed that the ¿ventile¿ was not completely closed around the catheter and was broken; therefore, that air could get into the sheath and into the patient. The sheath was exchanged with a new one. There were no patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. A device history review (DHR) was performed for the finished device 60000040 number, and no internal action related to the complaint were found during the review. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when the vizigo¿ catheter was inserted into the patient, the doctor noticed that the ¿ventile¿ was not completely closed around the catheter and was broken; therefore, that air could get into the sheath and into the patient. The sheath was exchanged with a new one. There were no patient consequences. Additional information was received, and it was reported that the hemostatic valve dislodged inside the hub and not outside the hub. The brim cap/hub did not become detached from the sheath. There is no picture available. The sheath was being used on the patient during a pulmonary vein isolation (pvi). No air entered the patient¿s body. A brk needle was used. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. Initial reporter address line 1 (cont.): (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).